Manufacturer narrative:
Continuation of d10: product ID: envpro-16, product lot/serial number: (B)(6), product type: delivery catheter system. Product ID: l-envpro-16, product lot/serial number: (B)(6), product type: compression loading system. Select patient information cannot be documented in the file due to regional privacy regulations. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately 23 days following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency department due to dyspnea for 48 hours with a thoracic pain and a hematoma with a deglobulation. Cardiac decompensation reported. The hematoma was located in the front of the right ventricle. Hospitalization was required. Blood work noted no abnormalities. A echocardiogram noted the transcatheter valve was in the correct position with no aortic insufficiency. Oral diuretics and antibiotic treatments were initiated. The event was resolved 6 days later and the patient was discharged the same day. The physician reported the event was not related to the medtronic products nor to the implant procedure. No additional adverse patient effects were reported.